Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: unknown. Stockert rf generator: model #:m-5463-01, serial #: unknown. The customer stated that there was no deficiency with biosense webster products or equipments. The customer also declined service requests when contacted by bw field service engineer. (B)(4).

Event description:
It was reported that while performing an afib procedure the patient suffered cardiac tamponade. When the physician was moving the ablation catheter, patient's blood pressure was noted decreasing. Pericardiocentesis was performed as a result of this--1,100 cc of blood was drained from the pericardial space. The patient was sent to ICU for monitoring following the procedure. Patient had fully recovered. It was stated that this event may have been procedure related.